Event description:
It was reported the patient passed away due to stroke.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b3 - updated, event date estimated. Section b5 - updated. Section h6 - updated. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient experienced an ischemic stroke in (B)(6) 2023. There were no changes to the patient's condition or anticoagulation status that may have contributed to the stroke. The patient exhibited symptoms of right sided hemiplegia, dysarthria, and dysphagia. The patient passed away due to the stroke on (B)(6) 2023. The death was not considered to be device or therapy related and operated as expected.